Event description:
It was reported to philips that the system was not booting up. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was outside of clinical use at the time of event occurrence. The philips field service engineer (fse) went onsite and found that the suite pc was not booting. The cause of the suite pc failure could not be conclusively determined by the supplier's part analysis, however the replacement of the suite pc and hard drive, reloaded the suite software, and completed the necessary reconfiguration by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. The codes have been updated based on the investigation's outcome.